Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter was peeling and leaking saline. A 2.4mm jetstream? Xc atherectomy catheter was selected for use in a peripheral atherectomy procedure to treat peripheral artery disease. During the procedure, the catheter started peeling, and the device was leaking saline from the shaft. An alternate device was used. There were no patient complications as a result of this event.